Event description:
On april 9, 2007, the lay user/pt contacted lifescan (lfs) alleging, the one touch profile meter was displaying 'menu' after the apply sample message. The medical affairs specialist (mas) contacted the pt to obtain and verify information; however, was unable to reach him by telephone. On april 13, 2007, the mas mailed a letter requesting the patient contact medical affairs. For an unspecified time period, the pt noted the reported meter displayed the word 'menu' after the 'apply sample' icon. According to the owner's booklet, this meter does not display 'menu' during testing. It is unclear if, the pt was able to obtain any blood glucose readings. In 2007, the pt was found comatose, and was taken to the hospital. In the emergency room, the pt's blood glucose level was tested to be 40 mg/dl, and he was treated intravenously with glucose. The pt was admitted to the hospital. The pt noted he had not been following his prescribed diet, and had not been eating well. The pt reported that he had been testing his blood glucose levels, but did not adjust his meals or medications based on meter readings. It would have been helpful to determine how long this issue had been occurring, if the pt was able to obtain meter readings, if so, what his readings were on the day of the event, if emergency services were contacted, his blood glucose level and treatment by paramedics, his admitting diagnosis, and his medication regimen. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt's test strips had expired six years ago, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The pt was using expired test strips. The pt allegedly obtained an unexpected error message "menu" during testing; it is unknown whether or not the pt obtained a blood glucose reading. The pt also alleges he became comatose, and rec'd emergency medical attention and treatment with glucose, and admission to the hospital. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.